Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) report source and report source (other) (g2), in section g- all manufacturers. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis the device has returned for analysis. The farawave catheter was visually inspected for any damage or defects. No abnormalities were observed. During functional test, a guidewire was advanced through the catheter without difficulty. The device was subsequently deployed to basket and flower successfully, and no unusual resistance was noted. Finally, flushing through the irrigation line was functional in all deployment states. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review the following statement is listed in the device's IFU: 'when positioning on cardiac structures, the guidewire should be retracted to prevent cardiac perforation or tissue damage. Ensure the tip of the device is not against tissue prior to advancing or retracting the guidewire to prevent cardiac perforation or tissue damage.'. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the farawave catheter risk documentation was completed and confirmed that the event of maneuvering/manipulation of the catheter/guidewire, resulting in a cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure' for the allegation of 'cardiac tamponade', which is an expected procedural complication addressed within the IFU for the farawave catheter. No deformation or malfunction was found on the catheter that would have contributed to the observed complication. Additionally, 'no problem detected' cause code was selected since analysis of the device returned confirmed that there was no device problem revealed.

Event description:
It was reported that a patient experienced a cardiac tamponade. Since the position of the brockenbrough was not optimal during the first attempt, there seemed to be resistance when inserting the wire, so the puncture was performed again. Pericardial drainage was performed. The patient's condition was stable. There was resistance while operating. The procedure was not completed. The catheter has been already returned. It was further reported that the patient has been discharged.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade. Since the position of the brockenbrough was not optimal during the first attempt, there seemed to be resistance when inserting the wire, so the puncture was performed again. Pericardial drainage was performed. The patient's condition was stable. There was resistance while operating. The procedure was not completed. The catheter has been already returned.

Event description:
It was reported that a patient experienced a cardiac tamponade. Since the position of the brockenbrough was not optimal during the first attempt, there seemed to be resistance when inserting the wire, so the puncture was performed again. Pericardial drainage was performed. The patient's condition was stable. There was resistance while operating. The procedure was not completed. The catheter has been already returned. It was further reported that the patient has been discharged.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.